Event description:
It was reported that during service inspection at the manufacturing facility, the core impaction drill overheated. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.